Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for brushing teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the second toothbrush of the multipack also broke while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4)-2012. No lot number reported and no sample was returned. A review of the trending data revealed no adverse trends. The handle resin was changed in (B)(4)-2011. All validation testing related to this issue was acceptable. Both old and new resins passed testing. Based upon a lack of lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for brushing teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the second toothbrush of the multipack also broke while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number reported and no sample was returned. A review of the trending data revealed no adverse trends. The handle resin was changed in (B)(4) 2011. All validation testing related to this issue was acceptable. Both old and new resins passed testing. Based upon a lack of lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The device details were was updated from reach total care multiaction toothbrush (lot number and expiration date unspecified) to reach total care plus whitening toothbrush (lot number 31911sg s3 and expiration date unspecified). This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Product was returned and visually inspected. The batch records review did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances. There were no related product, process or facility changes. Visual inspection of retain sample met all specifications. A review of the trending data associated with this complaint revealed no adverse trends and no trend involving this lot number. The device was used as intended for treatment. The device history review and visual evaluation of retain for lot 31911sgs3 was acceptable. No adverse trends had been noted with this product or lot. Although the returned sample received was broken, the manufacturer stated that the product defect was not due to a manufacturing occurrence, instead the break occurred due to high compression forces at the thinnest point on the handle. They had verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification. Based on the investigation performed, the disposition of this complaint was undetermined. Monitoring of complaints will continue. A change to the basic handle material had been validated to improve flexibility. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00348 . The submission for the second product in this case will have the manufacturer report number 2214133-2012-00349. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This is follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00348. The submission for the second product in this case will have the manufacturer report number 2214133-2012-00349. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for brushing teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the second toothbrush of the multipack also broke while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No lot number reported and no sample was returned. A review of the trending data revealed no adverse trends. The handle resin was changed in mid-2011. All validation testing related to this issue was acceptable. Both old and new resins passed testing. Based upon a lack of lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device details were was updated from reach total care multiaction toothbrush (lot number and expiration date unspecified) to reach total care plus whitening toothbrush (lot number 31911sg s3 and expiration date unspecified). This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00348. The submission for the second product in this case will have the manufacturer report number 2214133-2012-00349. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for brushing teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the second toothbrush of the multipack also broke while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 13-sep-2012. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00348 . The initial submission for the second product in this case will have the manufacturer report number 2214133-2012-00349. This closes out this report unless other additional significant information is received.